Manufacturer narrative:
The harmonic ace instrument involved in this complaint has been received and tested by failure analysis. The instrument was analyzed and failure analysis investigations could not replicate or confirm the customer reported complaint. The instrument was placed and driven on an in-house generator, successfully passing the energy recognition test. No physical damage was observed on the blade during testing that would have caused energy recognition failure. Additionally, the instrument was found to have teflon pad damage. The teflon pad was torn at the distal end, with a piece missing measuring approximately 0.1090 inches by 0.0405 inches. The probable root cause of the teflon pad damage is attributed to thermal damage caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that before the start of a da vinci-assisted surgical procedure, the customer encountered an issue. At the beginning of the operation, the assistant inserted the harmonic ace into the gen11 and attached it to the robotic arm next to the bed. The system reported an incompatible error. Despite several attempts, the error persisted. The procedure was completed with no reported injury.